Event description:
N/a.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the device confirmed that the index knob was difficult to put into the locked position, and the heli-coil in the ratchet extension was coming out. General maintenance and replacement of worn parts were performed. Root cause analysis - complaint confirmed via inspection of the unit. Unit received with the index knob difficult to put into the locked position and the unit required replacement of worn components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the round locking lever on the mayfield modified skull clamp (a1059) was not fully locking the swivel of the side with two pins. It only moves about 75% of the way. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.